Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient missed a scheduled refill due to being away from texas regarding a family matter. The patient was currently having withdrawal symptoms which started on (B)(6) 2016. The pump alarm started to sound on (B)(6) 2016. The patient was not sure if her pump was empty on (B)(6) 2016 or the "next friday". The patient was to follow-up with their healthcare provider. Physician listings were provided for the area the patient was in as she was currently trying to find a physician that could refill the pump. The following additional information has been requested which was not available at the time of this report: date of missed refill, actions taken to resolve the event, and outcome. If additional information is received, a follow-up report will be submitted.